Manufacturer narrative:
It was reported that 3 technicians showed an allergic reaction. However: 1 dental technician has a known allergy for methacrylate; he was so kind to fill the questionnaire but whether this is of added value is questionable. 1 dental technician was "panicking"; she has had no allergic reactions but got afraid by the pictures that were posted on (B)(4) (seen (B)(4)). 1 dental technician did have allergic symptoms (fortunate he was almost healed at the time we got aware of the allergy); he did answer the questionnaire. The dental technician that has the symptoms does not want testing and for the other 2 it will make no sense. No allergy test to be conducted.

Event description:
Allergy suspicion. Three dental technicians reported reactions. After review, only 2 technicians were confirmed for reactions with redness and itching on hands.